Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Available details indicated that self-test was failed due a user error. After re-running the operational check, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.